Manufacturer narrative:
This is one event (death) of events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-01314.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.